Event description:
Reporter alleged obtaining a result of 2.6 mmol/l on the aviva system compared back to back with a result of 9.8 mmol/l on an unknown compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva suspect system used. The caller did not have the information for the compact plus system used.